Event description:
Caller reported that customer is unable to see his meter due to poor vision and overdosed himself with insulin, requiring professional medical treatment. No valid comparison (within 10 minutes: back to back same device, meter/lab, meter/professional meter) reported to indicate device malfunction. No indication system performing outside specifications. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.